Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Supplies changes were performed to address the issue. A system check was performed and the occlusion alarms were verified. Customer's blood glucose level was 183 mg/dl.